Event description:
It was reported that the ilet bionic pancreas sleep/wake button was intermittently unresponsive, occurring seven times, resulting in delayed ability to wake the device despite applying instructed pressure, including one instance during a hypoglycemic event. Symptoms included low blood glucose to 50 mg/dl. Outcomes included self-treatment with oral glucose and recovery without medical intervention. Investigation included customer counseling and request for user-provided video documentation for further assessment. Investigation of this case revealed that the issue was not reproducible at the time of contact and no device replacement was initiated. It was concluded that the device function could not be fully assessed without additional evidence and that continued monitoring by the user was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.